Manufacturer narrative:
Evaluation findings: a visual examination of the returned 10k100 tubing set packaging found that one end of the packaging pouches was not sealed properly/creased compromising product sterility. Conmed (B)(4) is in the process of investigating the issue to provide root cause analysis and actions to eliminate the nonconformance. A f/u report will be filed once the investigation has been completed.

Event description:
Our distributor in (B)(6) reported that during receiving and inspection of the incoming products, it was noted that (4) four sterile packages containing the 10k100 arthroscopy inflow tube sets exhibited a crease in the seal. There was no pt involvement, injury or surgical delay resulting from this reported problem.